Event description:
Pt reported being taken by ambulance to the hospital due to having blood pressure issues. Pt experienced catheterization and had a stress test performed as well. Arxwp has not filled this med recently.